Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. The customer reported one additional lot number. The customer does not know which lot number was used in this event. Additional lot: h142401, manufacturing date: 07/2010, expiration date: 07/31/2013. A follow-up report will be submitted when the evaluation has been completed. Evaluation, conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The high pressure tubing ruptured while injecting contrast. Injector settings: 1000 psi, volume 30 ml, flow 10 ml/s. No harm or injury was reported.